Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ syringe with bd luer-lok¿ tip, there was hair and foreign matter on the plunger. Also has a ball of what looks like wet lint in the barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One sample was received for evaluation. The sample had silicone and hair on the syringe exterior and silicone/foreign matter on the stopper inside the syringe therefore failure mode was verified. Root cause could not be determined. It is possible that the syringe barrel got caught/jammed in the silicone station which caused it to get excessive silicone on the outside and inside of the syringe. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 7326565 for the same defect or symptom.

Event description:
It was reported that during use of the bd syringe with bd luer-lok tip, there was hair and foreign matter on the plunger. Also has a ball of what looks like wet lint in the barrel. There was no report of exposure, injury, or medical intervention.